Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance issue. At this time, no new lead was implanted. No additional patient adverse effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance issue. At this time, no new lead was implanted. Additional information from the field indicated this patient had an internal infection. No additional patient adverse effects were reported.